Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated ckmb result above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on this and on a different instrument produced lower results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube. Sample appearance was normal with no visible fibrin. Qc was within the customer's established ranges during this event. A field service engineer (fse) was dispatched: the fse performed a diagnostic test which met specifications. No errors were found in the event log. No hardware issues were noted. Root cause has not been determined to date for this event.